Manufacturer narrative:
Product is nearly 5 years past it's expiration date. Product was produced in october 2010. Since march 2007, the product has been marked with a three year expiration. Since 2012 the product has included a uv inhibitor/anti oxidant package to forestall uv ebrittlement. Advised complainant to observe expiration dates and remove expired product from use in facility.

Event description:
Complainant stated that canister imploded during procedure.